Event description:
Complainant alleged that the device would intermittently not power up and did not respond to the front panel controls. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.